Event description:
It was reported that one of the holes in the center of the multi lumen adaptor was almost too tight for the cannula to go through. No action was required as a result of the event. The event had occurred during the procedure. No diagnostic testing or troubleshooting was performed. The issue was not resolved and the cause was not determined. No patient symptoms were associated with the event. The product was replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the nexframe, lot #082525314, found a lumen anomaly. The dimension of the lumens was measured and three out of five lumens were out of specification. There was a lumen anomaly caused by foreign material between the first and second insert.